Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the battery door was cracked and there was visible contamination around the bottom case gasket. A review of the event history log identified low battery and depleted battery. During the functional testing the reported issue was able to be duplicated. There was corrosion on the back of the power supply board because of fluid ingression and the main board did not operate as intended. The root cause of battery charging issue was due to customer improper handling of the device, fluid ingression present. The root cause of the issue with the main board was unable to be determined. Replaced the power supply board. Replaced the main board. Performed power up process, preventative maintenance, occlusion test and all functional tests which passed.

Event description:
It was reported that the pump's battery would not fully charge and displayed a message (history data corrupted). No patient injury or involvement was reported.